Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is completed.

Event description:
A customer reported when he attempted to check his blood glucose level, his blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port. The customer reportedly experienced symptoms of fatigue, shakiness and loss of consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reportedly drank a beverage and ate food to alleviate his symptoms. There was no report of death or permanent impairment associated with this event.

Event description:
The aspiration bottom sensor of the cell-dyn sapphire analyzer was replaced per fa05apr2010. No impact to patient results or patient management was reported.

Manufacturer narrative:
Meter was returned and investigated. Meter did power on with button depression and with strip insertion. Blank screen was not observed. Meter's uom is locked to mg/dl. The complaint was not confirmed. This is a final report.